Manufacturer narrative:
The reported mbt rev tibial view plt sz4 was not returned for evaluation. A search of the complaint database found previous reports of mbt revision tibial view plate breakage. Previous investigations found that when confirmed the root cause was likely product wear out and/or misuse (possibly through user error). The investigation could not draw any conclusions about the current reported event without the view plates to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sizing disk broke.